Event description:
Baxter (B) (4) reported a broken transfer set main body, and a twist clamp that would not close well. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Eval summary: results indicate confirmation of the reported event of a cracked main body, and twist clamp that won't close well, as well as broken occluder feet. The root cause was undetermined. Renal product surveillance. Quality engineering and plant manufacturing will continue to monitor this product line and take correction / preventative action as appropriate.